Event description:
On (B)(6) 2022, it was reported by a facility representative via email that ar-1540bc bio-composite-tenodesis¿ screw broke during insertion. The surgeon removed all fragments and completed the case with a new one. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is not confirmed. The device or broken pieces were not received for evaluation and, no photo was provided for investigation. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. Most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion.

Event description:
Additional information received on 1/4/2023: this was discovered during a right first cmc ligament reconstruction flexor carpi radial is tendon transfer excision mass r right finger. Case was completed using a new ar-1540bc biocomposite-tenodesis screw from the same lot number.